Event description:
It was reported that the device exhibited a 4 year drop in battery longevity over a ten month period and a drop in battery voltage was also observed. Additionally, the right ventricular (rv) lead exhibited noise. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.